Event description:
A caregiver reported that the low/high glucose alarm did not sound from the adc device when glucose levels were changing. The customer experienced symptoms of sweating, enlarged pupils, seizure, and loss of consciousness. The customer was administered an unspecified injection for treatment by caregiver. No additional details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed and no physical damage is observed on sensor patch. Sensor plug was properly seated in the mount. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode was observed. Set the low and high glucose thresholds in the reader¿s alarm settings. Activated sensor with a known good reader and performed accuracy test. Low and high glucose results were successfully activated. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the low/high glucose alarm did not sound from the adc device when glucose levels were changing. The customer experienced symptoms of sweating, enlarged pupils, seizure, and loss of consciousness. The customer was administered an unspecified injection for treatment by caregiver. No additional details were provided. There was no report of death or permanent injury associated with this event.